Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: 1963 d6b: explanted date: the device was not explanted e3: occupation: sales representative the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that bleeding occurred several hours after angio-seal deployment. The procedure that was being performed was prostate embolization. Monitoring and ambulation managed by different inpatient units. The operator was an experienced user with ultrasound guided puncture. The issue of potentially too early mobilization was raised. A more detailed investigation will need to be carried out regarding the bedside instructions given by ward staff. Patient was referred to emergency care for hematoma. Type of placement was retrograde. The procedure sheath size that was used was 5fr. There was no difficulty with arterial access, sheath, or catheter guide insertion. There were no issues during device insertion, deployment, or removal. Hemostasis was achieved by angio-seal. There was no blood loss. The patient was stable. No additional intervention was required.